Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to experiencing a stroke. The pacemaker was interrogated and it was discovered that the atrial lead exhibited under-sensing of p waves. The episodes were accompanied by noise over-sensing resulting in device mode switch. The physician suspected that the atrial lead may have an insulation breach. It was also discovered that the right ventricular lead exhibited an increase in capture threshold. The physician elected to wait until the pacemaker reaches elective replacement indication before addressing the leads. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-06609.